Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic: neck anastomosis surgical procedure, the coating on the barrel clamp of the harmonic ace instrument was no longer present after very shore use. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated as far as they remember, the coating melted or was not in its normal state during use. Thus, it is not a matter of absence, but rather of a reduction of the coating. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the housing broken at location beyond proximal end. The instrument house is presenting multiple cracks and breaks. A piece measuring approximately 4mm x 40mm was not returned with the instrument. Additionally, the instrument was found to have a bent main tube. The bending damage is located around the middle approximately 30 cm from the distal tip of the main tube. The complaint regarding a broken cracked component was confirmed by failure analysis. The probable root cause of a broken instrument housing and a bent main tube are attributed to damage during use or reprocessing.

Event description:
Refer to h11 for follow-up information.